Event description:
Unit shut down while on a pt and didn't alarm. The pt was bagged and put on another vent. There was no pt harm reported. Hospital bio-med inspected the device and reported that the ac power cord was found loose and partially out of the back of the unit. Bio-med oushed the ac cord in and retightened the screws on the power cord clamp to correct the finding.